Manufacturer narrative:
(B)(4). On (B)(6) 2022, the customer alleged for pump error alarm and motor error alarm. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and cracked case near the corner of belt clip rails during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further analysis in the pump history found multiple pump error 43 alarms on 02/27/2022 between 16:16:36 and 16:32:52. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarm or motor error alarm during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronics, force sensor and motor assembly noted. In summary, pump passed all required testing. Pump error alarm confirmed in the pump history due to moisture damage on the electronic assembly. Motor error alarm not confirmed. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had issue with the motor. Customer stated that they were able to clear alarm and was able to rewind. No harm requiring medical intervention was reported. The product was returned for analysis.